Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/24/2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was located inside the applicator. The attempted sensor insertion was at the upper buttocks. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Problem is confirmed because the sensor wire was returned without the sensor pod. Because the sensor pod was missing, and the sensor wire was returned, the sensor wire is considered detached. The reported event of a sensor wire missing or detached was confirmed. A root cause could not be determined.